Manufacturer narrative:
The hospital has not accepted any checkout or repair of this unit. . The resolution is unknown. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported the unit alarmed and lost the ability to ventilate. There was no report of patient involvement.